Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were shocked three times on the evening of their first post-implant follow up appointment. At the next follow up appointment, something was changed or set back which worsened the situation. The patient would reportedly then receive anywhere from one to eight shocks. The patient was reportedly advised that this could be due to one of their implanted leads and they were concerned that they may have to undergo another surgical procedure. The right ventricular (rv) defibrillation lead remains in use. No further patient complications have been reported as a result of this event.